Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported patient has found more the incision heals the ins has started to wiggle around a little (notices 2-3 days ago). Patient wanted to know if that was a problem. Patient services told the patient it could be just the size of the pocket that it moves some. Patient said, she has lower spine discomfort when sitting down. Patient said she doesn't know if it is related to the device, she didn't think so. Patient said she feels tightness. Muscles have been tight since surgery the lower back muscles. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.